Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The pump was unable to perform pump self-test and displacement test due to lcd physical damage. The pump was received with cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.(B)(4)

Event description:
The customer reported via phone call of missing segments on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the screen is weird and she only sees half the information and a big black line. The customer stated that the syringe is missing. The customer stated that the top left and half the bottom right is not in a view. The customer stated that the pump has not been bumped or dropped in the past. The customer stated that the pump is a bit dirty. The customer stated that there might have been a crack under the plastic. The customer was advised to insert new energizer aaa alkaline batteries. The customer stated that the screen did not return to normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.